Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: local reaction, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 490cc mentor memorygel breast implant prostheses experienced postoperative left-sided breast pain and swelling, and bilateral rupture. The left-sided rupture was first confirmed when the patient came in to the doctor¿s office for breast pain and swelling that she felt for her left breast. The patient underwent bilateral removal without replacement on (B)(6) 2019, and the right-sided rupture was observed upon explantation. Both devices were severely ruptured and are not available for evaluation. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).